Event description:
It was reported by the company representative that a burn mark was noticed on the patient's drape. Further, the tip of the laparoscope was resting against the drape for several minutes while still connected to the light source unit causing a hole to be burnt on the drape.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.